Event description:
It was reported that an asymptomatic presented in clinic after receiving an alert notification for high pacing rv lead impedance. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.